Manufacturer narrative:
H6: health effect, types of investigation, and investigation conclusion initial report inadvertently did not code f1205, b11, and d1002.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported the patient's incision site became infected. Per mother, patient kept touching the area which led to the infection. The patient recovered with antibiotics. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.